Event description:
Reporter stated that patient was exhibiting symptoms of hypoglycemia: disoriented and incomprehensible. Reporter tested patient's blood glucose, using the suspect device, and obtained a result of 240 mg/dl. Reporter indicated that, based on patient's symptoms, patient was given a glass of orange juice and emergency medical services were summoned. Upon their arrival, 14 minutes later, patient's blood glucose reportedly measured 70 mg/dl on paramedics' device. No additional treatment was received. Paramedics advised reporter to give patient a sandwich. Reporter attributed hypoglycemic event to patient having overslept and having missed breakfast. Reporter noted that quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.